Event description:
It was reported that two inappropriate shocks as well as one non sustained event was recorded involving this device. It appeared that the inappropriate shocks were due to noise due to air bubbles. A review of the recorded episodes by technical services (ts) showed high frequent artifacts recorded on the secondary sensing vector. Ts agreed that the artifacts matched the pattern of air fluid exchange in the device header. Ts noted that the clinic can consider programming the device to the primary sensing vector for several weeks to make sure no further episodes are recorded. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that two inappropriate shocks as well as one non sustained event was recorded involving this device. It appeared that the inappropriate shocks were due to noise due to air bubbles. A review of the recorded episodes by technical services (ts) showed high frequent artifacts recorded on the secondary sensing vector. Ts agreed that the artifacts matched the pattern of air fluid exchange in the device header. Ts noted that the clinic can consider programming the device to the primary sensing vector for several weeks to make sure no further episodes are recorded. Addiotnal information noted that the patient received another inappropriate shock due to low r-wave amplitudes. The device was reprogrammed and normal follow ups were scheduled. No adverse patient effects were reported.